Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery with an intralase patient interface (pi) after the patient was applanated and after laser fired. It was noted that one (1) iflap was replaced and the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two (2).